Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain . On (B)(6) 2020, it was reported that the patient had been experiencing pain since their pump implant on (B)(6) 2020. The patient reported that their healthcare provider (hcp) will program the pump and the patient will initially be "ok" but then when they get home/30 minutes later, they will be in pain and the only time they get relief is when they deliver a bolus about 4 times a day. It was noted that this only provides pain relief for a short period of time. The patient thought that the pump was defective and questioned if it could be malfunctioning. The patient reportedly had seen their hcp four times since the implant and their next appointment would be on (B)(6) 2020 or (B)(6) 2020. The patient made a number of complaints regarding their current hcp and their previous two hcps. No further complications were reported.